Event description:
Based on the information provided, novasure endometrial ablation procedure and laparoscopic tubal ligation were scheduled on a patient suffering from menorrhagia secondary to a 2+ centimeter size fibroid located at the fundus-posterior wall of the uterus. Cavity integrity assessment (cia) passed upon second attempt and ablation was successfully completed. The patient was also scheduled for laparoscopic tubal ligation. During laparoscopy, two very small (~1 millimeter) size uterine perforations were identified. Two small spots on the bowel were oversewed for precautionary reasons. Patient was kept for observation and was discharged two days later.

Manufacturer narrative:
The novasure device was used off label on a patient with 2+ centimeter size fibroid. Based on available information, perforation occurred during the ablation cycle and is most likely related to the presence of uterine pathology. Novasure device performed as intended.